Event description:
Follow-up information was received on (B)(6) 2020: in the opinion of the reporter, the events were not related to radiesse. The outcome of the events was not reported and remained therefore unchanged.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of cellulitis (injection site cellulitis) was deemed to meet the serious injury criteria of necessity of medical or surgical intervention to prevent permanent damage.

Event description:
This spontaneous report was received from a us health care professional (a wellness owner) and concerns a female patient. She was treated with radiesse, into the hands, in (B)(6) 2020, reported as 2 weeks prior to the report. The reporter informed that the patient went to the gym after being injected. In 2020, within two weeks after the treatment with radiesse, the patient experienced pressure in the hands. She massaged the area, moved the product, and had no improvement. The reporter initially thought that the patient developed a vascular compression but she developed cellulitis. Corrective treatment included a course of antibiotics and prednisone. The patient also had an x-ray which showed that the product moved to one area. The patient was scheduled for further evaluation and treatment, on (B)(6) 2020. The reporter wanted to know how to dissolve the radiesse so that the pressure in the patients hand could be relieved. The outcome of the events was not reported.

Event description:
Follow-up information was received on 30-sep-2020: it was confirmed that the patient was treated with a total of 1.5 ml of radiesse®, into the hands, on 16-jan-2020. Radiesse® was inejcted with 0.75 ml into each hand. The batch record review was received and the lot number for radiesse® was confirmed as 100118252 (exp. 03/2022). A lot search in the global safety database was conducted. On (B)(6) 2020, 2 days after the radiesse® injection, the patient experienced pressure in the hands. The patient was treated with sodium thiosulfate and 1% lidio (as reported) to help with the product. The patient was doing well. The outcome of the events remained unchanged.

Manufacturer narrative:
The device history record for radiesse dermal filler lot 100118252 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
Follow-up information was received on 24-jun-2020:the outcome of the events was reported as resolving, and changed from unknown.